Event description:
It was being reported that during the equipment recycling after use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "power cord" which can not be retracted. There is no patient involvement.

Manufacturer narrative:
Due to character limitation event site phone number: (B)(6). Investigation finalize on:(B)(6) 2024. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the "power cable" of the equipment was stuck and recovered on site. Actually, the equipment was tested for all functions according to factory requirements, and all the test results met the requirements and can be delivered to customers for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).